Event description:
It was reported that the video image did not display . The issue was found during preparation for use for a therapeutic procedure. The intended procedure was completed using the same device. There was no reports of patient harm

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation however, found there was cable loosening and electrical contact corrosion. Based on the results of the investigation, a definitive root cause of the phenomenon cannot be conclusively identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.